Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer reports the alarm was resolved by an infusion set change. The customer is unable to troubleshoot because she already change her set. The customer was advised to do a complete set change as soon as possible. The customer was returning the products based her request.